Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, defibrillation threshold (dft) testing failed at 30 joules (j) and 40j, and external defibrillation was required. It was noted that the device was repo sitioned, however dfts were not re-tested. It was further reported that dfts were not re-tested post implant, however post-implant testing the next day was normal without dfts re-done. The patient was then discharged from the hospital with detections/therapies programmed on, and no post-operative issues had been reported. The ev-ICD system was later removed after further failure to achieve adequate dfts, and a dual-chamber transvenous defibrillation system was implanted. No patient complications have been reported as a result of this event.